Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) discussed that the rhythm was initially detected in a monitor only zone and was redetected in the vt-1 zone where no detection enhancements were available. Programming options were discussed. No adverse patient effects were reported.